Manufacturer narrative:
(B)(4). S/w: 4.11j. Retainer ring = clear. On 07/31/2021, customer alleged pump had a pump error 63. The insulin pump passed the displacement test, however pump failed the self test. Successfully downloaded history files and traces using thus. Pump error 63 was not found in the history file on (B)(6) 2021 however pump error 63 was found the day prior to the event date on (B)(6) 2021 at 23:48:34, ambient light failure (variable 3). Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found broken trace at pin 6. The following were noted during visual inspection: cracked retainer, pillowing keypad overlay, cracked case above arrow and battery icon, and cracked keypad overlay. In conclusion, customer allegation of pump error 63 confirmed with ambient light failure (variable 3) where traces of u1 on the keypad assembly were examined and found broken trace at pin 6. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.